Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on additional information received regarding the complaint, the user stated that there was error on the user side which led to the differences between the sensor readings and fingerstick masurements as the user entered incorrect fingerstick measurements. The issue was due to the position of the user's insulin pump which resulted in glucose falling rapidly and after the user had changed the position of the insulin pump, the user confirmed everything was working correctly. Additonally, the investigation was performed on the user synced glucose data in data management system (dms). Based on the investigation analysis, the sensor readings were closely matching the fingerstick measurements. This confirms that the system was affected by user error and is working correctly. There was no malfunction with the system and no further investigation is needed at this time.

Event description:
Senseonics was made aware of an incident where patient experienced hypoglycemia events on (B)(6) 2021. The incidents happened in the night and patient felt very weak in the morning and was not able to get up for nearly one hour. Patient reported that eversense reported 87 mg/dl, 109 mg/dl and blood glucose meter (bgm) readings were 33 mg/dl, 62 mg/dl respectively. The low alert was set was 70 mg/dl. Since the cgm values did not go below the threshold value, alerts were not asserted. Patient did not require any medical intervention and was able to resolve the issue by drinking apple juice.